Manufacturer narrative:
Additional information has been requested. Pdl reported as being implanted in (B) (6) 2008. Device has not been explanted. Date of manufacture cannot be determined because part and lot number not provided. Product and additional information have been requested. No conclusions can be made at this time.

Event description:
Patient underwent prodisc-l placement at l4-l5 and l5-s1. X-rays show implant subsidence implant at l4-l5. Surgeon recommended removal and replacement of the device at l4-l5 with an alif bone replacement. The patient decided against removal and the both pdl's remain implanted. This is report 3 of 3 for the same event.